Event description:
The patient had a primary reverse shoulder arthroplasty around 2020/21. The patient had a revision for instability on (B)(6) 2021 and again on (B)(6) 2023. The patient was chopping wood and carrying the wood in his affected arm. The patient experienced a dislocation on (B)(6) 2023. X-rays were taken at his local va and it was evident that the polyethylene liner had disassociated. The patient underwent surgery on 3-17-23 to remove the old liner and spacer and replace with new items.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
Please note the corrections made to the h6 device code: the reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The patient had a primary reverse shoulder arthoplasty around 2020/21. The patient had a revision for instability on (B)(6) 2021 and again on (B)(6) 2023. The patient was chopping wood and carrying the wood in his affected arm. The patient experienced a dislocation on (B)(6) 2023. X-rays were taken at his local va and it was evident that the polyethelene liner had disassociated. The patient underwent surgery on (B)(6) 2023 to remove the old liner and spacer and replace with new items.